Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information: a photo was received for review but review of the photo has not yet been completed. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device was fired over the cystic artery and two of the clips scissored. The surgeon had to pull them off. The procedure was completed with the same device with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/14/2020. Additional information: one photo was received for review. Upon visual inspection of one photo, the following was observed: the photo shows tissue with three clips on tissue and two scissored clips were observed. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may have provided the additional evidence necessary to confirm the root cause of the reported event, however the device was discarded. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.